Event description:
It was reported that the patient presented with dizziness. A device check revealed multiple recorded ventricular high-rate episodes and noise on the ventricular channel. The noise was reproduced with pocket manipulation and was unable to be eliminated through a sensitivity increase. Lead fracture was suspected. The lead was capped and replaced. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.